Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (in s) for urinary dysfunction/s (incontinence, urgency, and/or frequency) it was reported that there was a premature or abnormal ins battery depletion. Patient was implanted in 2022 with interstim x however he received an internal device battery low alert. As of (B)(6) 2025, 2 years after being implanted. Impedence check was performed, all were within normalrange. Patient states they were running stimulation around 1.8-2.0. The cause was unknown and the device was explanted and the issue was resolved